Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined display issue. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
On (B)(6), 2022 tandem diabetes care was informed of an update regarding the customer's pump issue: the customer did not experience a touchscreen issue, but rather had a scratched screen protector. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.